Event description:
The customer reported "downstream occlusion". Patient involvement is unknown. There is no further information available.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device is in good physical condition. Review of the error history log found an abnormally high number of "high alarm displayed: downstream occlusion" reports; which points to a root cause of a faulty dso sensor. The complaint was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Dso seal, dso sensor, dso bezel replaced.